Event description:
Following implant, the pt developed an infection near the catheter implant incision site. The pt was on cipro 500mg 2x/daily to treat. The pt had a follow-up appointment scheduled. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).